Manufacturer narrative:
(B)(4). A boston scientific technical services consultant reviewed an x-ray of the system and stated it did not look like the lead was fully inserted into the device header. A revision procedure was performed and the lead was re-inserted into the device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement greater than 200 ohms. No adverse patient effects were reported.